Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate and verify the reported issue. Physio replaced the user interface (ui) and system controller (sc) pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was displaying a white screen and the service indicator was present. There was no patient use associated with the reported issue.  A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally shorted integrated circuit, designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.

Manufacturer narrative:
The initial medwatch report (additional manufacturer narrative) indicates: physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally shorted integrated circuit, designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly. The initial medwatch report (additional manufacturer narrative) should indicate: physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.